Manufacturer narrative:
H6: the asp performed an evaluation of the device but was unable to duplicate the reported reboot issue. The device was then forwarded to ventec for evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device allegedly reboots by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-00900-100. Section d4, model #, of the initial medwatch report should have stated: v+c+pro, japanese. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it unexpectedly rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.